Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. Okb tested the standby current of returned meter, the result was 1.0a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number: d160720-1). The control solution tests for level low were 54/60 mg/dl, for level high were 249/251 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We tested the retain strips(strip lot number: d160720-1 ) with patient's returned meter. The control solution tests for level low were 66/70 mg/dl; for level high were 247/250 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
Reporter alleged that medical attention was sought on (B)(6) 2018 approximately at 1130 due symptoms of hypoglycemia. A blood glucose test was performed on the prodigy meter and the result was 145 mg/dl. Reporter immediately contacted the paramedics after receiving the result as the end-user was "not himself" and incoherent. Reporter stated the end-user ate breakfast earlier and did not take any medications prior to seeking medical attention. End-user just laid in the bed while waiting for the paramedics to arrive at home. Paramedics arrived within 5 minutes of calling and tested the end-user with their meter and received a 33 mg/dl. Reporter stated about 10 minutes were in-between testing the prodigy meter and the paramedic's meter. Paramedics administer a glucose gel orally and transported end-user to the hospital. Reporter is unknown of the blood glucose result upon arrival at the hospital and the end-user was given food to raise blood glucose. End-user had a CT scan to rule out stroke, reporter stated CT came back normal. During initial report, end-user was still in the hospital. End-user is storing testing supplies in the bathroom. No further information was provided regarding this event.